Event description:
Caller reported a cgm error with code 42. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support, who provided a complete pump reset guide, and successfully completed the sensor session without further errors.